Manufacturer narrative:
This report is submitted on september 21, 2022.

Event description:
Per the clinic, the patient experienced a skin overgrowth over the abutment. Subsequently, the patient was placed under general anesthesia in order to remove the abutment.